Event description:
It was reported that the patient¿s right atrial (ra) lead exhibited oversensing noise, resulting in inappropriate mode switch. The ra lead was programmed to vvi mode; however, it was subsequently explanted and replaced. The patient was in stable condition.